Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a low anterior resection procedure when fired to create anastomosis the staples did not form to a complete b. Opened a different linear cutter to complete. There was a two minute delay to surgery. No adverse event to patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. However after further analysis it was noted that the indicator did not reach the low-b setting due to the device had not been properly calibrated. Since the device did reach the high-b setting, the device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The improper calibration of the device has been correlated to a manufacturing process.